Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the generator due to errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and issue could not be confirmed in system logs, and functional testing showed the unit operated normally with successful cauterization across all ports and instruments. Error m-b0 was detected in the internal log. The complaint was confirmed based on the field evaluation. The probable root cause of this issue is attributed to a faulty electrical component inside the generator.

Event description:
It was reported that during a da vinci-assisted prostatectomy simple extraperitoneal surgical procedure, the customer contacted the technical service engineer (tse) regarding erbe error m-b0-77. Tse advised the customer to reseat or replace the grounding pad, and the customer also reported an issue with bipolar function. The procedure was completing as planned with no reported injury.